Manufacturer narrative:
The system remains implanted. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system was seen for a wound check post implant and a hematoma was noted along with possible infection. The patient received oral antibiotics. Labs taken at a follow up came back negative for infection. The hematoma and infection were considered to be resolved. There were no further adverse patient effects noted.